Event description:
Customer reported that the act button on the insulin pump is not responding. Customer had to press it 30 to 40 times to be able to deliver insulin. Blood glucose value is 300 mg/dl; treated with manual injections. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch. The functional tests could not be completed due to the unresponsive button. The insulin pump was also received with some cosmetic damage.